Event description:
It was reported that the patients implantable pulse generator (ipg) was nonfunctional causing inadequate stimulation. The patient underwent an ipg explant procedure. The explanted device was retained by the medical facility and will not be returned.